Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that the thoracentesis drainage bags are unable to drain and are pulling in air. No patient injury.